Manufacturer narrative:
Age: estimated age. The heartmate 3 left ventricular assist system was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 left ventricular assist system was received on 23-aug-2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 left ventricular assist system is (B)(4). Approximate age of device - 9 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2018. It was reported that the patient was admitted to the hospital for suspected gastrointestinal bleeding. The patient experienced 3 days of dizziness and melena (black tarry stools). The patient also had an observed downtrend in hemoglobin from 13.3 g/dl to 10.1 g/dl. An esophagogastroduodenoscopy and bleeding scan were both negative. The patient received 2 units of packed red blood cells on (B)(6) 2018. No further melena was observed on (B)(6) 2018 and the patient was discharges in stable condition on (B)(6) 2018. No additional information was provided.